Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: additional information provided. H3. H6: this manufacturing record review is for sterilization procedure only. Part: 03.130.102s; lot: l252827; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: january 11, 2017; expiry date: december 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part: part: 03.130.102; lot: f-20571; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: october 11, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The used material was stainless steel 1.4112 as required and the measured harness was within the specification. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11 corrected data: d4 ¿ expiration date. E2. E3: reporter is not a synthes employee. G1 ¿ contact information. H6 ¿ patient codes: code 2645 was inadvertently included on the initial report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G510(k) exempt device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee surgeon. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) surgery for radial head fracture on (B)(6) 2019, a drill bit broke during used. The broken piece of the drill bit was immediately removed. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).